Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Assays used: cryptosporidium and giardia the following information was provided by the initial reporter: " - problem description: false positive results for cryptosporidium and giardia while using cat 442960. "

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)a "false positive" result. Customer reported receiving false positive for giardia and cryptosporidium on multiple runs. Sss reviewed the log file and database and noticed that there is a drift in the rox channel. Field service was dispatched. Field service replaced both readers and cleaned both readers and conducted a passing efc. Field service renormalized both readers and a reader health check. Field service performed a passing qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2014, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the failure mode reported. Quality did not receive samples for this investigation and thus, root cause could not be determined and sample analysis did not occur. If samples are received at a later date, the complaint may be reopened and investigation will occur. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Assays used: cryptosporidium and giardia. The following information was provided by the initial reporter: " - problem description: false positive results for cryptosporidium and giardia while using cat 442960. "